Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a drop in estimated longevity of 26 percent over the course of seven months. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.